Manufacturer narrative:
No test methods have been performed (method 3323) as the product performed in accordance to specifications (conclusion 71) and the device was used in accordance with labeled indications (results 213). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as a MDR since the patient reported the symptom of anaphylactic episode and the invisalign system aligners were being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of anaphylactic episode (difficulty breathing and swollen throat and face).the patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient reported taking benadryl to alleviate the reported symptoms. The treatment was discontinued on (B)(6)2017 and the patient is currently back to normal. The treating doctor considered the event was serious but not life threatening to the patient.